Manufacturer narrative:
Discrepant negative grading in antibody screening for one patient sample. The root-cause of the discordant negative grading in antibody screening obtained by the customer could not be determined. In the same time, the antibody being aspecific, there is no evidence allowing to confirm that cell 1 of 0.8% surgiscreen lot 8ss399 should have reacted with patient sample. In the worst case scenario, ortho medical affairs has previously confirmed that if an antibody has no specificity to a known red cell antigen then it is considered clinically insignificant. No general product failure was identified. No biased result was reported to the physician. No patient was harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discordant reaction grading in antibody screening test for a patient using ortho biovue system anti-igg cassette in conjunction with an ortho vision biovue analyzer. Complainant/complaint reporter name: mr (B)(6) ¿ position not provided. Reported on: (B)(6) 2018 by the customer to ortho care helpdesk. Event dates: (B)(6) 2018 for troubleshooting purpose with ortho field engineer on site. Software version: 4.8.0. Reagents: ortho biovue system anti-igg cassette lot igc037f expiry date 12 november 2018. The 0.8% surgiscreen lot 8ss399 exp. Date 10 july 2018. The 0.8% resolve panel c lot 8rc536 exp. Date 12 june 2018. Ortho biovue system neutral cassette lot nec375a exp. Date 18 september 2018. Ortho biovue system dat cassette lot dat273a exp. Date 07 august 2018. Patient information: patient sample (B)(6) (no further information was provided). The customer said that they had tested patient's sample on the (B)(6) 2018 for antibody screening in iat technique using ortho biovue system anti-igg cassette and 0.8% surgiscreen in conjunction with three different ortho vision biovue analyzers and that they obtained: at 12h03 with (B)(4), an indeterminate reaction with cell 1 that customer modified to a weak positive reaction (0.5+ reaction strength) and negative reactions with cells 2 and 3 of the red cell reagent. At 17h01 with (B)(4), negative reactions with the three cells of the red cell reagent (cassette (B)(6), columns 1 to 3). At 17h47 with (B)(4), an indeterminate reaction with cell 1 that customer modified to a weak positive reaction (0.5+ reaction strength) and negative reactions with cells 2 and 3 of the red cell reagent. The customer said that on the same day the same patient sample was tested for antibody identification in iat and enzyme techniques using ortho biovue system anti-igg cassette, ortho biovue system neutral cassette and 0.8% resolve panel c lot 8rc536 with ortho vision biovue analyzers ((B)(4)) and that they obtained: with (B)(4), in iat technique, weak positive reactions (0.5+ reaction strength) with cells 1,3 and 11, an indeterminate reaction with cell 4 and negative reactions with the other cells of the red cell reagent. With (B)(4), in enzyme technique, positive reactions with 3+ reactions strength with cells 1, 2, 5, 7, 8 and 11, positive reactions with 1+/2+ reaction strength with cells 4, 6 and 10 and an indeterminate reactions with cells 3 and 9 of the red cell reagent. The customer modified manually all indeterminate reactions obtained above to 0.5+ reactions. The customer tested the same patient sample on the same day for dat testing using ortho biovue dat cassette and obtained positive reactions with anti-igg and anti-c3b-c3d (3+/2+ reactions strength respectively). The customer concluded that the patient is having a non specific antibody reacting with a pan-agglutination in enzyme technique. No further detail was provided. The customer reported that no biased result had been reported to the physician. The patient concerned had not been harmed as a result of the reported event.